Event description:
The customer reported that the left monitor was burning out (dark) and they couldn't see the live images. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Both monitors were replaced. The system was then found to be operating as intended.